Event description:
During coronary taxus stent insertion the stent appeared to become lodged at the tip of the guidewire. At this time the stent delivery system was withdrawn and it was noticed that the stent itself was missing. A new guidewire was advanced to the left system and angiograms were obtained which did not reveal evidence of the stent in the left coronary system or left main. Finally a new stent was advanced and successfully deployed in the ramus artery.